Manufacturer narrative:
Reporter is a synthes employee. Part: 279712600. Lot: gm5369536. Supplier: (B)(4). Batch1: released on november 25, 2019 with no discrepancies. No nonconformance reports (ncrs) were generated during production. The ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. The product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the tip of the x25 final tightener is heavily worn. No other product defect was identified. A dimensional inspection was performed for the x25 final t was performed and it met specifications. A functional test was not performed as the mating device was not returned. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed as the observed condition of the x25 final tightener would contribute to the complained device issue. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Drawing/specifications reviewed. Current and manufactured revisions were reviewed. Dimensional inspection: feature: distal shaft diameter. Measured dimension: conforming. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that during inspection on (B)(6) 2022, the universal driver had a broken tip. Additionally, a tightener would not function; torque would not initiate. There was no patient involvement. This report is for an x25 final tightener. This is report 2 of 2 for (B)(4). Additional reports are captured under (B)(4).